Event description:
Event description cpi received information that the rate sensing portion of this transvenous defibrillation lead was capped due to inappropriate sensing and low impedance. An invasive procedure was performed to cap the lead and implant a new rate sensing lead. Implanted-06/28/96. Rate sensing portion removed-07/26/96. Implant days-29.